Event description:
On (B)(6) 2026, user's son share with one of our agents during a call for discussion of service plan option that user was riding on the stairlift and decided to stop the stairlift three steps from the bottom. User disembarked, fell to the lower landing, struck her face, and broke a finger, requiring hospitalization and surgery. Customer reported that his mother occasionally experiences brief memory lapses and may have forgotten her location and actions at the time of the fall.